Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver failed charge and boot testing. The receiver was observed to be perpetually rebooting so the receiver logs could not be downloaded in this state. The receiver case was opened for interior visual inspection and it passed. The ui-u1 was detached from the main board to download the receiver logs. The receiver log were reviewed and no errors related to the complaint were observed. Functional testing was attempted but could not be performed as the receiver was continuously initializing. The receiver did not overheated when connected to the charger. The reported event of an overheating receiver could not be confirmed.  The root cause could not be determined.